Event description:
An infant heel warmer was used to enhance blood drawing. After the first application, it was determined that clotting had reduced the ability to obtain a sample. A second heel warmer was employed and a diaper was wrapped over the site. Upon removal of the diaper the health care provider noted the skin was pink and blistered appreared.